Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as the patient made a mistake during therapy. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with injection vancomycin (1gram, once daily and route of administration not reported) and injection amikacin (500milligram, two times a day and route of administration not reported) for peritonitis. At the time of this event, treatment for the event and pd therapy was ongoing. The patient¿s outcome was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.